Event description:
Following hospitalization for reasons unrelated to the device, the patient was found deceased. The cause of death is currently unknown. The physician explanted the device for further analysis. Further information was requested and not received.

Manufacturer narrative:
The device, when received in the laboratory, was above eri. The device image was reviewed and no anomaly was seen. The device stored egms were reviewed by technical services and the device appeared to have delivered therapy appropriately. Ate testing was performed and all tested functions were normal and no anomaly was seen. The device was found to be normal.